Manufacturer narrative:
Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-061: storage outside specifications. Rc-072: vial left open for an extended period of time. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-3 error, high, low, and erratic blood test results. The customer is concerned with high tests results of 159mg/dl, low test results of 62 mg/dl, erratic results of 62mg/dl vs 113mg/dl. The expected fasting blood glucose test result range is 90-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the office. During the call a blood test was performed by the customer and produced test results of 138mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 04/27/2020 and open vial date is 08/3/2019. The meter memory was reviewed for previous test result history. (B)(6).